Manufacturer narrative:
B:5 additional information received; it was reported as per the physician that none of the events listed in the article were specifically related to medtronic devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; infrarenal abdominal aortic aneurysm endovascular treatment: long-term results from a single-center experience in an unselected patient population sirignano p, mansour w, baldassarre v, filippo porreca c, cuozzo s, miceli f, capoccia l, sbarigia e, & speziale f. Annals of vascular surgery 2020; 67: 274¿282 https://doi.org/10.1016/j.avsg.2020.03.012. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and talent stent grafts as well as non mdt stent grafts were implanted in the endovascular treatment of abdominal aortic aneurysms. The following malfunctions were observed; type ia endoleak, type ib endoleak, type ii endoleak, migration the following adverse events were observed; claudication, rupture, dissection, occlusion, pseudoaneurysm, re-intervention. Patient deaths were also reported but there is no causal evidence that the mdt stent grafts caused or contributed to these deaths.